Event description:
It has been reported to co that during the procedure the manometer of this device was defective. Reportedly, the manometer failed to register and the needle of the device was bent. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.